Manufacturer narrative:
Visual inspection of the exterior and interior of the driver showed no signs of damage or abnormalities. The driver passed all sections of incoming functional testing. The driver performed as intended with no evidence of a device malfunction. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4) initial (2 of 2).

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) 70cc tah-t l/n (B)(4) (MFR report # 3003761017-2021-00007) and (2) primary freedom driver s/n (B)(4) (MFR report # 3003761017-2021-00015). The customer, a syncardia certified hospital, reported that the patient was found unconscious in the bathroom with both the left and right tah-t cannula cpc connectors disconnected from the freedom driver driveline cpc connectors. The freedom driver alarms alerted the nursing staff. They connected the patient to the backup freedom driver and the patient regained consciousness. The vad coordinators ultimately switched the patient to a companion 2 driver to more closely monitor his volume status. The patient was initially mentally confused for a few days but is reported to be completely back to normal and denies disconnecting the cannulae (cpc connectors). Patient is reported to now be in good spirits and is back to his normal self. (He is a bit non-compliant in eating more salty/fatty foods etc. Than his dietician recommends.) The customer also reported that the zip ties (inserted into the female end of the cpc connectors to prohibit accidental disconnection) were noted to be in proper position and intact by mcs coordinator who had to cut them off, as designed, during the freedom driver exchange. Patient again states that both tah-t cannulae cpc connectors became disconnected from freedom driver driveline cpc connectors simultaneously and he does not have any recollection as to what could have caused this to happen. The customer also reported that they are not alleging any device malfunction with the tah-t cannulae cpc connectors or the freedom driver driveline cpc connectors.